Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that there was an eri (elective replacement indicator) or low ins battery screen seen. The patient reported that when she cleared the low ins battery screen, her setting came up and she said she was on program 3 at 8.4v and reported that she hadn¿t made any adjustments to the other groups. The patient also reported a loss of therapy. Additional information was received from the patient. Patient notified their managing physician about the eri (elective replacement indicator)/low implantable neurostimulator (ins) battery screen and loss of therapy on (B)(6) 2017. The steps taken to or are planned to resolve the eri/low ins battery screen and loss of therapy were a pelvic xray to confirm lead placement and the plan is for battery exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.